Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. At the time of the report, the patient was in the hospital for an infection. The cause of the event and treatment details were not reported. Pd therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient outcome and recovery status were not reported. No additional information is available.